Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip on the vaso view 6 evh system broke off inside the pt's leg. The piece was retrieved through the original incision with no other pt effects reported. A dissection tip from a new kit was used to complete the procedure. Replacement was requested. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on 06/16/2010, for investigation. The visual inspection revealed that the conical tip was detached from the juicer body, but formed a complete assembly upon putting them together. A piece of the circumference of the conical tip was detached and remained glued to the tip of the juicer body. There was some glue present on the circumference of the tip and there was no evidence of blood. The reported failure was confirmed. A device lot history review was performed, and there was no nonconformance which could have attributed to this failure mode. This issue has been thoroughly investigated in our CAPA process and is currently being monitored for long term effectiveness. The issue has shown to be a low frequency failure mode whereby the molded tip body fractures under a rare combination of circumstances. The most likely root cause has been determined to be related to the component molding process. Maquet has taken steps to correct this molding process and provide tip bodies that should not fracture under these circumstances. A supplemental report will be submitted if additional info is obtained. (B) (4).